Event description:
The account alleged via (B)(4) on (B)(4) 2013, a patient was on a totalcare bed and coded. The account alleged that the nursing staff placed the patient into a trendelenburg position, after which the movements of the bed were inadvertently placed in locked mode. The account alleged that when the nursing staff attempted to raise the head of the bed, the clinical staff could not figure out how the lockouts worked to turn them off. The account alleged that the controls are too complex to operate and prevented them from unlocking the movements of the bed so they could place the patient into a flat position for cardio pulmonary resuscitation once the patient began to deteriorate. The risk manager reported that the patient had expired. She reported that the patient was placed into trendelenburg to be cleaned and repositioned. The patient coded and was revived but not stabilized. The patient coded again approximately 20 minutes later and expired. The patient was in the trendelenburg position and staff could not figure out how to articulate the sleep deck to the flat position. The bed controls had been lockout and the nursing staff could not figure out how to deactivate the lockouts. The clinical nurse specialist for nacu/sicu and pcu at (B)(6) contacted the account manager, requesting in-service for the nursing staff in sicu unit and pcu unit, on (B)(6) 2013. The account manager and the account clinical director are working with the hospital on scheduling retraining for the hospital staff.

Manufacturer narrative:
The technician attempted to investigate but the account stated there was no information regarding the alleged incident other than what was reported on the medwatch report. The account stated it was user error as the nurses did not know how to turn off the lockouts. Note: the master lockout disables all articulation controls, scale, and bed exit. No movement of the system is allowed, except for emergency CPR and trendelenberg functions. Note: depending on the model of totalcare bed system, the master lockout may also disable the optional graphical caregiver interface (gci) control.